Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-04083. It was reported during the ipg replacement procedure (MFR. Report# 1627487-2017-04064) diagnostics revealed invalid impedances on the leads. No action was taken against the leads at the time. The patient is to consult the physician as a next course of action.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-04083. Additional information received identified surgical intervention may be taken at a later date to address the issue.